Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified right common femoral artery after an interventional (stented sub-clavian) procedure. Reportedly, 2 weeks ((B)(6) 2011) after the procedure, the patient posed with claudication at the access site. After a femoral angiogram, an occlusion was identified. Surgical intervention was performed ((B)(6) 2011) which indicated a back wall stitch and the capturing of plaque. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Without the product to examine, no determination could be made as to the cause of the reported incident. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information provided and the review of the lot history record, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information provided there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was not provided; therefore, a device history record will not be performed. A follow-up will be submitted with all relevant information.